Manufacturer narrative:
Updated blocks: d4, h3, h4 and h6. The field service representative (fsr) verified the reported issue. It was determined that the 24 volts (v) vmot voltage was being pulled down out of range. All modules and roller heads were not receiving 24 volt signal to boot up. After several attempts the machine would finally boot. Furthermore, the issue was identified to be related to a short. Since the issues was affecting both network interface card (nic) boards the most likely cause would be the power manager board. He replaced the power manager board. The unit operated to the manufacturer's specifications. The suspected device was sent back to the manufacturer for further evaluation.

Manufacturer narrative:
After further investigation, it was found that multiple complaints were reported as different symptoms of the same issue. The investigation of these symptoms will be combined and captured on (B)(4) / medwatch #1828100-2019-00395.

Manufacturer narrative:
Per the perfusionist, he described an erratic behavior of the ccm during initial boot up.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump icon was showing a "?" On the central control monitor (ccm). As a result an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.